Manufacturer narrative:
Product analysis: damage noted to the thread lead of the mas head threaded interface ¿ functional evaluation appears to show full engagement into sample mas head. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of fracture surface analysis reveals a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
Device evaluation anticipated, not yet begun.

Event description:
It was reported that patient underwent a posterior spinal fusion at t10-iliac due to adult scoliosis. During the surgery, tip of driver broke while inserting a screw into a previous screw hole. The product came in contact with the patient. No fragments of the products remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.